Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error and low battery alarms due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had cracked at low battery. Customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.